Manufacturer narrative:
Several clinical alarms have been confirmed in the provided logs, as an indication of difficulties with ventilating the patient, but the technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Alarms such as respiratory rate high, expiratory minute volume high, peep high, peep low, leakage too high, expiratory minute volume low, check tubing or no patient effort indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The conclusion is that the reported alarms occurred due to leakage during patient extubating and transferred to niv, but there was no technical malfunction of the ventilator.

Event description:
The leakage has been noticed during evaluation of device's logs. There was no patient harm. Manufacturer's ref. #: (B)(4).